Event description:
A (B)(6) male pt contacted zoll customer support to report that the cables going into the 2 pads on his back were pulled out. In addition, when a pt service rep (psr) visited the pt to exchange the belt, the psr contacted support to report an unrelated issue with the monitor. During servicing, a reportable event was discovered. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable pulled) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was severed from the dn. The root cause of the damage cable and internal wires cannot be positively identified but is likely excessive force. Device eval of monitor sn (B)(4) is still underway. Upon eval, the monitor had a white screen. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged cable and wires or the defective monitor. The pt received a replacement electrode belt and monitor. Device MFR date - belt: 01/2012, monitor: 01/2012.